Event description:
It was reported that the patient presented in hospital for a routine implant procedure. It was noted during the procedure that when the physician attempted to lower the defibrillation right ventricular (rv) lead to connect it to the generator he observed that the insulation layer of the is-1 connector of the defibrillation rv lead was separated. Insulation damage was suspected. The rv lead was exchanged. The patient was stable.

Manufacturer narrative:
Final analysis confirmed insulation damage. A complete lead was returned in two pieces. Visual inspection of the lead found the connector boot separated from the is-1 tubing at the proximal region of the lead which is consistent with procedural damage. The cause of the reported event was isolate to procedural damage.